Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, the patient reported that the infusion set had been leaked and location of leakage was at site. Patient's blood glucose at time of incident was 20 mmol/l. Patient was treated with manual injection. No further information available.